Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was functionally tested with a .014" guidewire. No issues were detected inflating or deflating the balloon, or with advancing the device on a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon removal difficulties were encountered. Vascular access was obtained via radial approach. The target lesion was located in the moderately tortuous and calcified coronary artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilatation. However, upon withdrawal, the balloon could not be removed after it was inflated. Subsequently, a 0.35 stabilizing guide wire advanced and was used to remove the device. There were no patient complications reported and the patient was fine.

Event description:
It was reported that balloon removal difficulties were encountered. Vascular access was obtained via radial approach. The target lesion was located in the moderately tortuous and calcified coronary artery. A 2.50mm x 12mm apex balloon catheter was advanced for dilatation. However, upon withdrawal, the balloon could not be removed after it was inflated. Subsequently, a 0.35 stabilizing guide wire advanced and was used to remove the device. There were no patient complications reported and the patient was fine.